Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stents implanted in the rca and one endeavor sprint drug -eluting stent implanted in the lad. It was reported that the patient expired approximately 18 months post index procedure. The death was assessed as a cardiac death. It was assessed that the event was not related to the study stent.

Manufacturer narrative:
Results: inherent risk of procedure (death). Conclusions: inherent risk of procedure (death). (B)(4).